Manufacturer narrative:
A steris service technician arrived onsite to inspect the innowave pcf sonic irrigator and found that the drain pump had required replacement which allowed water to leak from the unit onto the floor. The technician replaced the drain pump, tested the unit, and confirmed it to be operating according to specification, and returned it to service. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported water was leaking from their innowave pcf sonic irrigator. No report of injury.